Manufacturer narrative:
(B)(4). A vyaire medical field service representative (fsr) evaluated the device onsite. The fsr found that the ventilator had intermittent fluctuation of mean airway pressure (map) and amplitude and was due for the 7 year and 2k preventative maintenance procedures. The fsr found a loose connection on the ddi board and replaced the driver power module per the 7 year preventative maintenance. The fsr completed the 2k preventative maintenance as well. The device meets manufacturer's specifications.

Event description:
The customer reported that the mean airway pressure (map) and amplitude were fluctuating on the ventilator, while the device was in use on a patient. The ventilator was swapped out for another ventilator and there was no patient harm/injury associated with this event. The customer was unable to duplicate the issue.